Manufacturer narrative:
Further information was received and this event was determined to be duplicate information to manufacturer report number: 2916596-2021-02060.

Event description:
It was reported that the patient was admitted with right sided weakness and confusion. A head was CT performed and negative for stroke. A pan was cultured on (B)(6) 2020 with positive blood cultures twice and driveline culture for methicillin-susceptible staphylococcus aureus (mssa). Encephalopathy was believed to be associated with the overall infectious process. A chest CT performed (B)(6) 2020 showed fluid around the pump. On (B)(6) 2020 the patient was taken to the operating room for subxiphoid incision and drainage with wound vacuum-assisted closure placement. Intravenous cefazolin was started with plans to continue for 6 weeks (end date (B)(6) 2020) then transition to chronic oral kelfex for life. Inr (international normalized ratio ) goal decreased to 1.5-2.0 due to neurological concerns and acetylsalicylic acid (aspirin) was stopped.

Event description:
It was reported the patient was afebrile and healing well. The patient was transitioned to oral suppression abx - keflex 500 mg every 8 hours.